Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump may have been exposed to moisture. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to light moisture damage to the keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.